Event description:
Revision surgery - due to patients reverse shoulder had dislocated. Surgeon called rep to discuss options and decided to increase glenosphere size and poly thickness. Surgery went as surgeon intended.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as dislocation. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were left in the patient and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - (B)(4) for review. The revised items were not returned for examination and the item and or lot numbers were not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported devices were defective. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery due to patients reverse shoulder had dislocated. Surgeon called rep to discuss options and decided to increase glenosphere size and poly thickness. Surgery went as surgeon intended.